Event description:
Subsequent to the initial medwatch being filed, additional information was received indicating that the trek met resistance going in and resistance coming out during removal as it was sticking on the guide wire. There was trouble keeping the wire in the coronary due to the sticking. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned trek dilatation catheter noted blood visible in and on the tip. There was contrast on the shaft and in the inflation lumen. This is consistent with preparation and the catheter being advanced into the patient anatomy. The inner member of the balloon dilatation catheter shaft was collapsed proximal to the proximal balloon marker. Factors that may contribute to the inability to advance/retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. An attempt was made to measure the inner diameter of the catheter using a mandrel; however, the mandrel would not advance past the collapsed inner member. A new sport guide wire was back loaded through the catheter and there was resistance at the collapsed inner member, although the guide wire did pass through the shaft. The catheter was pressurized to the rated burst pressure (rbp) of 14 atmospheres and the guide wire could not be moved. The balloon was not folded as expected and was in a crescent shape. Negative pressure was applied and the guide wire was difficult to remove. Inner member collapse can occur if a guide wire is not inserted into the guide wire lumen during inflation or during preparation for use or form multiple/high pressure inflations; however a conclusive cause could not be determined for the noted inner member collapse. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the noted inner member collapse could not be determined. All dilatation catheters are visually inspected and checked for proper guide wire movement on the manufacturing line.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure of the circumflex and left main arteries, a sport 300 cm guide wire was placed in the proximal circumflex. A 3.0 x 20 mm trek met resistance while being advanced over the guide wire, but successfully crossed the lesion. The balloon was inflated and deflated without any reported issues, and the trek was then removed from the patient anatomy. It was noted that the balloon was binding on the guide wire. There were no adverse patient effects. A 3.0 x 20 mm non-abbott balloon was used to complete the procedure. No additional information was provided.